Event description:
It was reported that the usb port was damaged; however, the pump remained functional. Customer's blood glucose (bg) level was "high" and a manual injection was administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.